Manufacturer narrative:
Product ID 8709sc, serial# (B)(4), implanted: 2008 (B)(6); product type catheter product ID 8 709sc, serial# (B)(4), implanted: 2008 (B)(6); product type catheter. (B)(4). Analysis of the pump found no anomaly. Analysis of the catheter found coring/tears/cuts in seal of the sc connector that met leak criteria. Specifically per photographs, coring/tearing in the sc cup was seen. Interrogation of the pump determined baclofen was being delivered.

Event description:
The device system was returned for ¿just disposal¿ and was due to normal battery depletion. It was also reported prophylactic removal of the pump occurred to avoid in-vivo battery depletion. No further information was provided.